Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On june 23rd 2016, the patient contacted lifescan (lfs) (B)(4) alleging that their onetouch verio flex meter was reading inaccurately high compared to another meter. The complaint was classified based on customer service representative (csr) documentation. The patient stated that the alleged inaccuracy issue occurred during the evening of (B)(6) 2016. At this time the patient obtained a blood glucose reading of ¿5.2mmol/l¿ with the subject meter and a blood glucose reading of ¿3.2mmol/l¿ on the other meter within 30 minutes of one another. The patient manages their diabetes by self-adjusting their insulin dosage based on subject meter results, and denied making any changes to their normal diabetes management regimen in response to the alleged product issue. The patient informed the csr that an unspecified period of time prior to the alleged product issue starting they had developed the symptoms of ¿disorientation, shaking and slurred speech¿. In response to these symptoms the patient visited the emergency room and was treated with food and/or drink by a healthcare professional. At the time of troubleshooting the csr noted that the patient had not washed their hands prior to obtaining the alleged inaccurate results. The unit of measure was set correctly and the results were taken from an approved sample site. The patient¿s products were replaced and requested for evaluation. This complaint is being reported based on the following conclusion: although the patient¿s testing technique was incorrect, thus invalidating the alleged high subject meter result, and the patient was symptomatic prior to the alleged product issue occurring, this complaint is being reported because it cannot be said with absolute certainty that the alleged ¿inaccurately high¿ subject meter results did not affect treatment options prior to or after the onset of these symptoms.

Manufacturer narrative:
The lay user/patients meter and test strips have been returned and evaluated by lifescan product analysis with the following findings: the meter and test strips passed all testing with no faults found. The reported issue could not be confirmed. Lifescan conducted an evaluation of the test strip lot and concluded that this lot did not breach the thresholds set for escalation and no systematic issue was observed. A device history record review was performed on the subject meter lot. The review did not identify anything that could adversely impact product performance or function. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.